Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after an intraocular lens (iol) implant procedure, the patient experienced decreased visual acuity. The lens was exchanged with other company mono lens.